Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, constant air in line alarm, which was reproduced during evaluation and confirmed through a review of the device event history log. The cause was determined to be a failed ultrasonic sensor. The failed upstream sensor was replaced to correct the condtion.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.